Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a restenosis lesion in the heavily tortuous, heavily calcified, 80% stenosed, mid left anterior descending (lad) coronary artery. A 2.50 x 28 mm xience xpedition stent delivery system (sds) was advanced, but due to the heavy calcification, the device did not cross and the shaft separated. The sds was removed from the anatomy and following additional pre-dilatation with a non-abbott balloon dilatation catheter, the procedure was completed with the successful implantation of an unspecified stent. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft detachment was unable to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the stent delivery system (sds) met resistance with the heavily tortuous, heavily calcified, 80% stenosed anatomy resulting in the reported failure to advance. The noted tearing of the inner member and guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the stent delivery system in an opposite direction as the guide wire. The noted multiple kinks on the hypotube likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.